Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist to cease treatment. Per the letter, the dentist states the patient was seen for cleaning and exam. It was noted during the exam patient was experiencing gingival sensitivity and recession. It is the dentist opinion that this is attributed to orthodontic treatment. Dentist recommends patient to stop remote aligner treatment.

Manufacturer narrative:
Health effect: clinical code added sensitivity of teeth. Dentist wrote a letter of recommendation asking the patient to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.